Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. The hospital is keeping the device for their own risk management.

Event description:
The patient was undergoing a coil embolization procedure in the right anterior tibial artery (ata) using an indigo system cat5 aspiration catheter (cat5). During the procedure, the physician advance the cat5 through a non-penumbra sheath over a spider device to the target location and began aspiration. After aspirating 3/4th of the way down the ata, the cat5 became clogged. The physician therefore removed the cat5 by retracting over the spider device and flushed the cat5. The cat5 was then re-advanced over the spider device to continue aspirating. The physician was able to aspirate more thrombus down through the ata to the arch of the foot before the cat5 needed to be flushed again. The physician removed the cat5, and upon removal found that the cat5 had broken into two pieces, and was held together only by the coil winding. The procedure ended at this point because the thrombus had been successfully removed. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that additional information was provided on 02-nov-2017, as this complaint was submitted to the FDA by the user facility with the following reference number: mw5072966.